Event description:
The dentist reported the screw fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned component confirmed that the unihg has fractured, the hex of the device has been damaged, and there is evidence of wear on the external surface of the screw. Product device and complaint history reviews did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.